Manufacturer narrative:
The pump passed the displacement test and self test. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 230 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. No pump error alarm during testing, however, pump error alarm confirmed in the pump history (variable info = 3) due to broken trace at pin1 and pin6, u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. Customer¿s blood glucose level was 135 mg/dl. Customer was also reported that he was able to rewind the insulin pump and was able to successfully clear the alarm. Customer did a self-test and the test was passed. Insulin pump will be returned for analysis.